Event description:
The customer originally called to report a issue about the prong going back into the housing. Upon receipt of the product and qe evaluation a breach in the transformer housing was observed. Which is a safety risk.

Manufacturer narrative:
Product was received on (B)(4) 2014 and evaluated by qe on (B)(4) 2014 and confirmed a breach in the transformer housing. The issue with the damaged transformer housing rev n for the pump in style device was addressed in investigation (B)(4). A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply could not be plugged in, so the voltage cross the dc was measured at n/a vdc, which is not normal and indicates that the power supply is not producing the correct voltage. The resistance across the ac blades was measured as 55 ohms, which is normal and indicates that the thermal fuse did not blow. Resistance across the dc plug measured 0.760 m-ohms.